Manufacturer narrative:
(B)(4). The returned trapezoid rx basket was analyzed, and a visual inspection observed the handle cannula was detached. The internal wires including the handle cannula returned outside the device. The handle cannula has drag marks of the fastening screws. The working length was bent. The side car rx was pushed back approximately 4.5 mm which is out of specification. The screw depth and length are within the permitted tolerance. Based on all available information, the problems on the side car-rx and the working length suggest that the manipulation, technique used, or the patient's anatomical conditions could have contributed to the reported event. In addition, the issue handle cannula detached suggest that an excess of force could have been applied during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the biliary tract during a transduodenoscopic choledocholithotom procedure performed on (B)(6) 2022. During the procedure, the side car rx was torn. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. Based on the investigation finding of handle cannula detached and side car-rx pushback, this is now an MDR reportable event.